Event description:
The customer reported that there was a black image on the left monitor after pressing the fluoro button.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep reseated the ps1 power cable, adjusted mainframe power supply 1 output to 5.05 vdc, adjusted mainframe power supply 2 voltages to specification, and inspected the interconnect cable, receptacle and high voltage cable connections. The system operates as intended.